Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement due to the advisory, insulation damage was observed on the right ventricular (rv) lead near the connection with the ICD header. All electrical measurements were in range. The lead was capped and replaced on (B)(6) 2017. The patient is stable.